Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the following: after the surgical implantation of the asr hip implant device, patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; stiffness and soreness; inflammation; clicking, clunking and popping sensation in his hip when walking or moving to and from a sitting position; chromium and cobalt metal toxicity; lack of mobility; and other complications. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: lot #. Depuy still considers the investigation closed at this time.

Event description:
Litigation papers allege the following: after the surgical implantation of the asr hip implant device, pt suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; stiffness and soreness; inflammation; clicking, clunking and popping sensation in his hip when walking or moving to and from a sitting position; chromium and cobalt metal toxicity; lack of mobility; and other complications.